Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient experienced anaphylaxis. It was unknown what medical intervention was given.